Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient stated that she has experienced red and itchy skin at the site where the sensor wire is inserted. Patient spoke to her doctor over the phone and was advised to "wear tegaderm under the sensor pod and insert the sensor through the patch itself." Patient stated that this has helped but believes she experienced an adverse reaction to the sensor wire itself. Patient further reported that she has an "autoimmune condition from the diabetes that causes skin irritations." At the time of contact patient did not report any injury or further medical attention. .

Manufacturer narrative:
(B)(4).